Manufacturer narrative:
Section a2, a4 and a5: unknown/ not provided. Patient information cannot be provided due to personal data privacy legislation/policy. Section d6b: explant date: not applicable, as lens was not explanted. Section e1: email address: unknown/not provided. Section e1: telephone number: unknown, information not provided. Section h3: the device was not returned for evaluation; therefore, a failure analysis of the complaint device cannot be completed. A review of records including device history and complaint trending will be performed. Upon completion of the review, if there is any further relevant information a supplemental medwatch will be filed. All pertinent information available to johnson & johnson surgical vision, inc. Has been submitted.

Event description:
It was reported that the surgeon saw a foreign body on the posterior surface of the lens after implanting into the eye. The surgeon removed the foreign body but it was not kept. Product not available too. No further information available.